Manufacturer narrative:
Summary of investigation: there is a previous complaint of this code batch, regarding the same issue and from the same end customer. We manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have not received any samples. Without closed samples and/or defective samples a proper analysis cannot be performed. Wound dehiscence is a known side effect that is stated in the instructions for use of the product: side effects: as with all other suture materials long contact with salt solutions, such as urine and bile, can lead to lithiasis. An existing infection may be negatively influenced by any absorbable suture. The degradation of the suture may also be slightly accelerated depending on the patient and the severity of infection. The following side effects may be associated with the use of this product: pain, granuloma, seroma, hematoma, rejection, enhanced bacterial infectivity, wound dehiscence, anastomotic leak and haemorrhage. We will close this complaint as not confirmed as no further analysis can be done. Nevertheless, if closed samples are received in the future, we will re-open the case. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because samples have not been received. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn suture. The customer reported: intended use: for wound suture after cesarean section. Basis for use: follow the doctor 's advice. Usage condition: the patient applied suture for wound suture after cesarean section on (B)(6) and developed severe rejection reaction after application on (B)(6), and the suture was not absorbed, resulting in complete dehiscence of perineal wound, bleeding, severe pain and non-healing of wound. Impact on the patient: caused wound dehiscence, bleeding, severe pain and wound non-union measures taken: on (B)(6) 2025. Measures taken: rinse with normal saline immediately, wipe with iodophor for disinfection and replace other brand sutures to continue suturing the wound resolved date of adverse event: january 7, 2025. Description of root cause analysis (by reporter): poor suture material or manufacturing process problems, or inflammation caused by patient 's own local wound infection affecting suture absorption. Preliminary handling of event: replace other brands to continue suture, rinse immediately with normal saline, wipe with iodophor for disinfection; replace other brands to continue suture the dehisced wound. No further information received.